Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. While onsite, the olympus field service engineer found several endoscopes with potential humidity inside and the video tower was working well with other endoscopes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the error occurs in a specific scope with a humidity problem inside, it is likely the event is not caused by the subject device, but a problem caused by a specific scope with a humidity problem inside. If there is a problem in the scope, it is impossible to perform the scope communication normally and a b30 error occurred.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing the scope communication error b30 occurred on the subject device. The user stated that this phenomenon occurred while connecting the several endoscopes to the subject device, but did not occur while connecting any other endoscope. Therefore, the user surmised that the reported phenomenon was caused by the humidity inside the several endoscopes. There was no report of patient injury associated with this event.